Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after transferring the patient to another intervention room. It was reported to philips that the system made noise than image was blurry. Philips confirmed that the system was repaired by third party. The customer never contacted to philips for evaluation and repair service. As the service was never requested by customer, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. The serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.

Event description:
It was reported to philips that the x-ray image was blurry, stopping the procedure. The device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after transferring the patient to another intervention room. It was reported to philips that the system made noise than image was blurry. Philips confirmed that the system was repaired by third party. The customer never contacted to philips for evaluation and repair service. As the service was never requested by customer, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.